Event description:
I recently called regarding issues I am having with an insulin pump I received from a company called solara medical and with the pump manufacturer (B)(4). I received the pump around march of this year. It was recommended that I get a tandem t slim insulin pump with a dexcom g4 gcm (continuous glucose monitor). From the beginning I had issues with the pump and the sensor. The pump was set up to send certain alerts via a vibration and a beeping noise from the pump. I thought this was going to be a good thing but it was a nightmare. The pump and the cgm are not compatible. I am surprised that the companies received FDA approval to pair the devices. In a normal day I was getting from 20 up to 35 alerts during a 24 hour period. Unfortunately, I would often get 10-15 of these at night while I was trying to sleep. The alerts were annoying as they were very often repetitive sending the same alerts within 3-5 minutes. I literally felt that the pump was programmed to send an alert if it was not touched within a certain amount of time. It was like a little child who was insecure for attention and kept saying mommy, mommy, mommy. The alerts became very disruptive and were causing my quality of life to decrease and my quality of care to decline. It was later suggested that I instead change to the dexcom g5 transmitter that would send alerts to my phone. This worked a little better but if I was not always close to my phone the cgm would disconnect. I would also get notices roughly 15 times a day that I was not close enough to my transmitter and the cgm would disconnect. This was happening when I had the cgm connected and the phone sitting in front of me on my desk or in my pocket. I also learned that the pump was shutting itself off if it had not been touched/used within a 12 hour period. I did not know this and the pump was turning itself off at night when I was sleeping. I would often wake up with blood glucose reading at 250+. I would also have regular occasions in which my bold sugars was getting low (less that 70) so I would put in a temporary rate of 0% for 30-45 minutes. The pump would then continually alert me that my basal rate had dropped below half of my normal rate, very annoying. Because of the continuous issues I contacted solara medical to make arrangements to return the insulin pump. I was told by them that they would need to coordinate this through (B)(4) to have the pump returned. Nothing happened for about a month so I again reached out to solara regarding the issues. Shortly after I did receive a call from (B)(4) and a person asked what issues I was having. I explained the issues and then person I spoke to said he did not have the authority to authorize a return and that I would be contacted by another person. I did get contact from a second person, had to re explain everything and basically had the same response that someone else would have to contact me. The third person who called was the local sales representative for the company. I had to re explain to her what the problem and issues were and she responded that these issues were a result of my not being properly trained on the pump. I told her that I had met with the diabetes educator that works with my prescribing physician as well as visiting with the doctor twice about the issues. After a lengthy discussion she said that she did not have authority to allow me to return the pump and that she would have her regional manager contact me. It has been 4+ weeks and I have had no further contact with tandem. After not making any progress with tandem, I called solara and told them I was going to return the pump and I was told that I could not return the pump. I ended up calling my insurance provider who did a three way call with solar again to discuss returning the insulin pump. Several interesting things were expressed by the solara rep. First solara was claiming that they had not received any payments from my insurance company from the time they had sent me the pump. I asked several times for the person to clarify this and to make a definite statement that they had not been paid from my insurance company. I asked several times because I had my insurance company on the phone call as well and we had already discussed payment that had been sent to solara. The person on the phone then said that I misunderstood what he was saying. Another issue I was in trying to get the pump returned. I was told several times by the solara representative that I could not return the pump. I told them that I was sending it to them regardless. He told me not to waste my postage because they would just return the pump back to me. At this point I had already discussed all of the issues I was having with the pump and how it was causing a decrease in my health and overall quality of life. They basically said they did not care and that I had to keep the pump. I probed further and he eventually said that when I received the pump I agreed to keep the pump for 4 years. I was confused because before I got the pump. I was told that the insurance company would be paying a monthly rental fee for the pump. I asked when I had agreed to keep the pump for 4 years. He said that the initial paper work I signed stated this. I told him I was not told this upfront and had no knowledge of this requirement. I asked of him to send me copies of any documents/contracts I signed that would state this. The rep kept making excuses and was not willing to send me any documentations. At that point I told him that if I did not have a contract with them stating I agreed to keep the pump for 4 years that they could not enforce this. The person stated for a fact they had this paper work so I asked for him to send me a copy of the agreement. Then he started to make excuses about how difficult it would be to find and get me the documents. It has been over a month and I have not received any documentation from them the biggest issue I had with both solara and (B)(4) was that I expressed to both companies that the pump was disrupting my quality of life and quality of care and that I did not want to continue treatment with this device. My wife would complain everything about how disruptive the pump was to her quality of sleep as well. Both companies basically said they did not care and that I had to keep the pump. I asked both specifically if they were stating that I had to keep a device that was decreasing my quality of life and quality of care and both said yes. I told solara I was returning the pump and that I would dispute any further charges billed to my insurance company. I have now started receiving bills from solora for the monthly charges. The representative from my insurance company documented my call with solara and he commented that the person I dealt with and our phone conversation was one of the worst examples of service he had ever come across. My physician has now started me on a different pump with a new cgm and I am only getting 4-5 alerts per day so it is going well. I am however concerned that solara is now sending me bills for a pump I sent back to them and do not have possession of. Overall I had a very horrible experience with both companies solara medical and (B)(4). Ref MFR report #: 3004753838-2016-70838.